Manufacturer narrative:
A steris service technician arrived onsite following the reported events to inspect the vividimage hd surgical display. The technician found that the conductor wiring required replacement and the power cabling required tightening/rerouting. The technician replaced the conductor wire, tightened and rerouted the cabling as necessary, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their vividimage hd surgical display was intermittently displaying a black screen and was powering off when the monitor was moved. No report of injury.